Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an unexpected restart alarm and an additional error alarm. Blood glucose level at the time of the incident was 596 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, self test and a21 test. No unexpected a17 or a21 error alarm noted. However, the insulin pump was received with cracked case at display window corner and cracked battery tube threads.